Manufacturer narrative:
(B)(4). Review of device history indicates manufacture of the device is not related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received (date of receipt not known) and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. The device service history was reviewed. The device was last serviced more that one year ago, and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues noted. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.